Event description:
Right ventricular (rv) lead screw would not deploy after having been deployed then retracted and repositioned. The lead was tested prior to the procedure. The patient was stable after or intervention to remove the lead.====================== health professional's impression======================unit did not retract properly====================== manufacturer response for steroid eluting, tripolar, screw-in, ventricular lead with rv defibrillation coil electrode., quattro secure s======================provided the october 2010 medical device correction/performance note.